Event description:
In 2008, the lay user/ patient contacted lifescan (lfs) alleging that the onetouch ultra meter was prompting an "error 5" message. The complaint was classified based on the customer care advocate's (cca) documentation since the medical affairs specialist (mas) was unable to contact the patient to obtain additional information. The mas mailed a letter to the patient on november 3, 2008, in an attempt to contact the patient for follow-up questioning. The patient stated that the alleged issue began about two weeks prior to contacting lfs (date and time unknown). During that time, the patient reportedly obtained on "error 5" message on the subject meter. It is not known whether he was able to obtain any readings on the subject meter after the reported issue began. The patient reportedly took no diabetes treatment actions following the reported issue. On two days prior to contacting lfs (time not specified), after the reported issue began, the patient reportedly felt "very shaky" and on the same day at around 8:30pm, he reportedly self-treated with food and/or beverage. The patient was not tested on any other meter. During the troubleshooting, the ca noted that this was not a new product, the patient's testing technique was reviewed to be correct and the test strips were found to be in good condition. However, when retested with a new vial of test strips the same lot number and code number, the reported issue was resolved. It was also noted that the control solution test results fell within the expected range. Replacement products were sent to the patient. Although, the reported issue was resolved through troubleshooting, this complaint is being reported due to an unresolved "error 5" issue with the alleged test strips vial the patient called in about. Based on the provided information, this complaint is being reported as an adverse event because the patient allegedly developed symptoms that can be associated with severe hypoglycemia, after the reported issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.